Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 40 mm amplatzer cribriform occluder was chosen for implant. During procedure, the device was found to have deformities during deployment. The device did not properly cover the defect, and there was leakage seen. The decision was made to replace the device with a non-abbott device of the same size, which was successfully implanted with full coverage of the defect. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
The reported event of device deformities could not be confirmed. The investigation confirmed the device met dimensional, visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.